Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the USA stating that the device had a worn hose. It is unk if the device was used during surgery. It unk if injuries or medical intervention occurred. There was no additional information provided.